Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of probe breakage was confirmed. The probe was broken around the outer pipe. Based on the results of the investigation, the investigation results were insufficient to identify the cause of the problem. However, during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. A force was applied to the probe during spark generation. A force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. A probe with a crack was subjected to an external force outside the body and fractured. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously entered remedial action initiated data, which was entered in error.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic colon resection procedure, the surgeon experienced an issue with the thunderbeat device. The probe device broke after several outputs; however, no part of the device fell into the patient's body. The fallen part of the device was retrieved. The patient was under sedation at the time of the event. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.